Event description:
It was reported that filterwire could not be withdrawn to the sheath and was fractured. The 90% stenosed target lesion was located in the left internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, when the physician constrained the stent, it was noted that the filterwire could not be withdrawn into the sheath. Consequently, a guide catheter was used to forcibly withdraw the wire, which caused the embolus to fall off. When the device was removed, the wire was found fractured. Lastly, the physician used a thrombolytic to dissolve the embolus. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the device was completely removed from the patient's body and the patient's condition post procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the wire returned inside the delivery sheath and the filter bag was deployed. The spring tip was damaged as it was stretched, bent, and curve. The suspension legs of the loop were broken. Materials testing analysis characterization was completed. Test samples presented a smeared material and mechanical marks in the fracture area. Equiaxial dimples were found over the failure fracture zone for all test samples. Test samples showed an elongated material, consistent with final fracture mode. The outer diameter dimensions were found within specification.

Event description:
It was reported that filterwire could not be withdrawn to the sheath and was fractured. The 90% stenosed target lesion was located in the left internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, when the physician constrained the stent, it was noted that the filterwire could not be withdrawn into the sheath. Consequently, a guide catheter was used to forcibly withraw the wire, which caused the embolus to fall off. When the device was removed, the wire was found fractured. Lastly, the physician used a thrombolytic to dissolve the embolus. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the device was completely removed from the patient's body and the patient's condition post procedure was stable.

Event description:
It was reported that filterwire could not be withdrawn to the sheath and was fractured. The 90% stenosed target lesion was located in the left internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, when the physician constrained the stent, it was noted that the filterwire could not be withdrawn into the sheath. Consequently, a guide catheter was used to forcibly withdraw the wire, which caused the embolus to fall off. When the device was removed, the wire was found fractured. Lastly, the physician used a thrombolytic to dissolve the embolus. The procedure was completed with another of the same device. No further patient complications were reported.